Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports ¿paper backing on packaging of catheter tears unevenly when opening.¿ end user states ¿the one and only negative I would have to share with you is that the paper backing is a bit thin, and tends to tear when opening. A bit thicker paper, or some form of reinforcing around the top would be my suggestion." He said he is an engineer (who has "led product design and development during his entire career") and he said he thinks it could be the glue is too strong near top or paper too thin or a combo of both but when he goes to peel down to open the catheter at the very top the paper starts to separates in 2 with either sides of the paper packaging sticking to where it was glued and he is left holding only the middle of the paper backing. He said it is a minor issue and he overall likes this catheter. He said he also has dexterity issues with his left hand but he is eventually able to remove the paper to be able to pull it all out of the way to get out the catheter without breaking the sterility of the catheter he said to use without concerns. No harm reported. He said this tearing has been a "pretty consistent issue" with all of the ones he has tried so far from "1 or 2 mu boxes" he is unsure, unsure on how many he has used. He said he has found out that if it tries to rub just the top part of the catheter prior to tearing it down to open it will "warm up glue" or loosen it in some way so it will tear off evenly all the way down. He is new to this catheter as he said this was his first shipment of these catheters and overall really prefers them. He has been cathing for about 1.5 years from an accident he had which caused him to have neurogenic bladder. He caths 5 x a day. He said he used to use closed systems in the past but prefers these catheters instead. He said he is sampling 2 different catheters kinds at this time, other kind unknown.¿ no photo available. This emdr covers the unknown quantity reported by the end user.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was conducted resulting in the following: gentlecath glide male ch14 (1x30pk) us in question was manufactured under sap material ID (B)(4) and manufacturing lot #2e00902, in amount (B)(4) pcs. The catheters were packed in peelpacks (pouch) in may 2022 on packing machine p006. Catheters were packed according to process instruction for packaging gentlecath glide catheters p009/p006 g905704 ver 18.0. Peel test is a part of in- process control. Results of peel test and visual inspection of hanging hole position was filled in relevant form. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. Correct raw material was used during lot production. Several complaints were received from us market concerning tearing of hanging holes and experiencing difficulties to open primary packaging. Therefore, was decided to change primary packaging design - removal of hanging hole from primary packaging of glide catheters for us market. Gc glide primary pack consist of 2 parts: top gas paper part and bottom foil part. Holes in top paper part of gc glide packs are manufactured for holding/hanging product before opening it. The main reason for the removal is that customers use holes to facilitate the pack opening. Amcor paper is weak for the purpose and tears. After that there is a problem to open primary packaging at all. There is no need to have hanging hole on primary pack for us market because of presence of sticky dots - the products will be able to be hanged by sticky dots, which remains on the peelpack. On the other hand, user of EU version would like to have a hanging hole remaining on the primary pack. The change was carried under ccr (B)(4). The primary pack design change was implemented and first batch without hanging holes was produced on july 7th 2022. The batch in question was produced before the mentioned change implementation. Only one complaint tw (B)(4) with malfunction code uca-pmc11.(B)(4) primary pack fractures, cracks, tears, rips or sheds material during opening has been open within past 12 months. Query was run on march 27th, 2023. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092 ; manufacturing site: 3005778470.